Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was above 20mmol/l at the time of the incident and 7.1mmol/l at the time of the call. It was reported that the plastic ring ring at the top of the reservoir has detached, which caused the reservoir to be unseated leading to the high blood glucose level. It was also reported that the black o-ring from the reservoir compartment was missing. The insulin pump was reported to have not been dropped. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.